Event description:
It was reported that after the external pulse generator (epg) was powered up, there was no output on the atrial or ventricular channels. The display indicates "off" and the numeric display for the output is "zero." The epg is expected to be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).